Event description:
During prep, it was noted that there was a hole (approx. 20-40cm from the hub) in the body of a f4, jr4 infiniti catheter.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.